Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem of "motor spins free" was confirmed; the locking mechanism of the motor exhibited that is consistent with improper assembly of an attachment into the motor. The motor pawls were damaged, allowing the motor drive shaft to spin independently of an attachment drive shaft or cutting burr when pressure was applied. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device motor spins free. Device was not used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.